Manufacturer narrative:
(B)(40. This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, d9, g3, h2, h3, h6. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product identified the modular center post reamer has a fractured tip, a fragment was not returned. Sem(scanning electron microscope) analysis of the modular center post reamer sample showed that it fractured due to compressive shear overload. Sheared ductile overload dimples identified in the non-smeared areas on the fracture surface. The direction of compressive shear overload identified based on the orientation of ductile dimples. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument was damaged during a shoulder procedure. Provided photo shows signs of fracture. Attempts have been made and no further information has been provided.